Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-03760. It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention took place wherein the leads were explanted and replaced. Stimulation was restored.